Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin kept dripping after letting go of the act button. The customer also reported that there was gap between the reservoir and the piston during prime. The customer's blood glucose was 4.8 mmol/l at the time of incident. Troubleshooting was done and the issues were resolved after changing the reservoir and infusion set. The reservoir will not be returned for analysis.